Event description:
It is reported that after inserting the nail and screws the final films showed that the screws were outside of the nail. The surgeon reattached the targeting guide and redrilled and was able to insert the screws.

Manufacturer narrative:
This report will be amended when our investigation is complete.